Event description:
It was reported that a red alert was received via latitude (remote monitoring system) indicating that this right atrial (ra) lead was exhibiting high, out of range impedances greater than 3000 ohms. This lead and the related device currently remain implanted and in service. No adverse patient effects were reported. Further review by technical services observed on the presenting electrocardiogram that there was atrial loss of capture and noise on the a channel that is not sensed. It was noted that the thresholds are stable. Additionally, the patient was recently seen in clinic for a follow-up check and high, out of range impedances of greater than 3000 ohms were still present. Pocket maneuvers and isometric testing were performed; however, the high impedance was unable to be recreated. This lead still remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).